Manufacturer narrative:
Corrected information was provided in d3 and g1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d1, d2a and d2b. Upon review, the brand name, common device name, procode have been updated. Added d9 and h3 was updated to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The root cause of the ¿system self check failure¿ was due to a power management circuit board component failure.

Event description:
The complainant reported that an automated impella controller had a system self-check failure upon start up. The unit was rebooted several times, but the issue was not resolved. There was no patient involvement. The device is reportedly available for return; however, as of the time of this report the device has not yet been returned for evaluation.

Manufacturer narrative:
Section a has been left blank intentionally as there was no patient involvement. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.